Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The square pad was worn along the bottom. The headset pad was worn heavily. The hinge cover was torn. The retention ring for the right strut was missing. The labels were damaged and some labels were missing. A functional evaluation was conducted. Two of the units wing knobs were damaged. They would not screw in and out properly. The slide plate was hard to move. Factors that could have contributed to the reported event include an excess torque or impact event inconsistent with intended use. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Internal complaint reference: case(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder case, two positioner knobs were not working properly. The long rod that runs down the center of the device was locked into place that it was still able to rotate side to side. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.